Manufacturer narrative:
G4 - premarket / 510(k) #: k111485, k170636. Device evaluated by MFR: the device was returned for analysis,, and the evaluation was completed. Visual inspection was performed, and it was observed that the distal tip was returned detached, but the detached section was not returned for analysis. The device was inspected under magnification, and it was possible to see that the distal tip was detached, and the core wire was kinked. Additionally, the polytetrafluoroethylene (ptfe) coating at the proximal section was peeled. Since a detachment occur and the rest of the tip did not return for analysis, a dimensional inspection was not able to be conducted.

Event description:
It was reported that wire stuck and fractured occurred. A 16 .016 perph gw 180x25cm fathom was selected for use in a pseudo aneurysm embolization. During the procedure, the wire did not maintain its shape after manual shaping. Upon insertion into the microcatheter, resistance was noted. When the fathom wire was subsequently withdrawn, it initially appeared stuck, then released abruptly and fractured. There were no patient complications as a result of this event.

Event description:
It was reported that wire stuck and fractured occurred. A 16 .016 perph gw 180x25cm fathom was selected for use in a pseudo aneurysm embolization. During the procedure, the wire did not maintain its shape after manual shaping. Upon insertion into the microcatheter, resistance was noted. When the fathom wire was subsequently withdrawn, it initially appeared stuck, then released abruptly and fractured. There were no patient complications as a result of this event.